Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the load loosening. As a result, the patient circuit connector was tightened with a force of 4.5 nm and functional tests/performance tests were also conducted. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the patient circuit connection port was 4.5n or less. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.